Event description:
It is reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa, and a watchman laa closure device and delivery system (wds) were advanced. It was reported that the hemostasis valve of the wds did not grip adequately when fully opened or closed, causing blood to pool. No further interventions or patient consequences were reported.

Manufacturer narrative:
B3: procedure date unknown, using boston scientific aware date.